Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6) 2012 due to cup loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
According to the complaint form, "during the revision, the cup could be taken out with the hands and the porous coating had bone ingrowth and had to be removed with chisel and hammer", meaning the porous coating became detached from the shell. The evidence provided by both the returned shell and the accompanying radiographs does not allow for a clear assessment as to why the porous coating became separated from the substrate of the shell. A review of the manufacturing history records showed that the recap shell had been manufactured in accordance with specifications. While the root cause cannot be confirmed, there is suggestion that the shell was implanted at a steep angle. A steep cup angle promotes lateralization of the head-cup contact zone and as a result, will contribute to elevated stresses at the coating/substrate interface. Since there was strong attachment of bone to the porous coating, the combination of a good bond between bone and porous coating and increased loading superiorly may have created sufficient tensile/shear stresses in the coating to cause the coating to peel and subsequent delamination. Based on the available evidence, it is not possible to determine why the porous coating on the shell became detached.